Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Was using oral-b 3756, there was a metal piece that fell out [device breakage];no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via phone on (B)(6) 2016 that he was using his oral-b rechargeable toothbrush type 3756 on the morning of (B)(6) 2016, and there was a metal piece that fell out. The consumer stated that the toothbrush was purchased a few months ago, and the oral-b brushheads, version unknown were purchased 3 weeks ago. The consumer noted that he had used these particular brush heads in the past. No symptoms developed.

Manufacturer narrative:
On 16-nov-2016 product investigation results: reporter one toothbrush head on 19-sep-2016. Toothbrush head confirmed to be counterfeit.

Event description:
Was using oral-b 3756, there was a metal piece that fell out [device breakage], no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported via phone on (B)(6) 2016 that he was using his oral-b rechargeable toothbrush type 3756 on the morning of (B)(6) 2016, and there was a metal piece that fell out. The consumer stated that the toothbrush was purchased a few months ago, and the oral-b brushheads, version unknown were purchased 3 weeks ago. The consumer noted that he had used these particular brush heads in the past. No symptoms developed.